Event description:
It was reported that an episode was stored from the patient's post-operative check showing that the right ventricular (rv) lead had non-physiologic sensing and noise. It was also reported that this episode could not be repeated; therefore, no intervention was taken. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.